Event description:
It was reported by customer that during dual lumen PICC procedure, the port with the stylet was having resistance when flushing, and then started leaking from the green luer lock side port between the green hub and the clear plastic tubing. Appears to have a narrowing of the tubing within the connection of the hub and clear tubing. No patient harm or impact. PICC inserter noticed leak before insertion so new PICC kit was opened, and no leakage or defect was noted from the second kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that during dual lumen PICC procedure, the port with the stylet was having resistance when flushing, and then started leaking from the green luer lock side port between the green hub and the clear plastic tubing. Appears to have a narrowing of the tubing within the connection of the hub and clear tubing. No patient harm or impact. PICC inserter noticed leak before insertion so new PICC kit was opened, and no leakage or defect was noted from the second kit.

Manufacturer narrative:
Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of an occluded and leaking t-lock assembly was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr dual lumen powerpicc provena catheter. The sample was received with an inlaid stylet and attached t-lock assembly. An attempt to infuse water through the sample through the t-lock assembly revealed the sample to be fully occluded. The occlusion was isolated to the extension tubing. A dripping leak was observed at the junction between the green luer and the t-lock extension tubing. Microscopic inspection of the t-lock revealed material occluding the extension tubing near the proximal end. The material appeared consistent with the adhesive used to bond the luer to the extension tubing. Both the occlusion and the leak was the result of improperly applied adhesive during assembly of the t-lock. Adhesive deposited within the tubing resulted in a complete occlusion while incomplete adhesive on the outside of the tubing left a fluid path for leakage. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Evaluation findings are in section h.11.